Event description:
Received a letter from an attorney alleging clinet sustained injuries during use of company's product. It was indicated attorney's client inserted a tampon with a plastic applicator and felt some discomfort. Approximately three hours later, client removed the pledget and began bleeding heavily. Client sought a medical examination and a laceration to the vaginal wall was found that required stitches.